Event description:
It was reported that implant impedance was 125 ohms with a 10j shock. During conversion testing, the successful shock impedance was down to 109 ohms. An x-ray confirmed the electrode had slide down and there was a loop at the ring. The physician will do a procedure to re-tunnel the electrode using a three incision technique instead of the two incision technique originally used. Later, the electrode was successfully repositioned using the three incision technique. A 10 j shock test produced 65ohms. There were no additional adverse patient effects.